Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg approximately 30 mg/dl). Customer's friends assisted by providing juice to drink as the customer was unable treat low bg. Customer was not sure what caused low bg; however, alleged pump was the cause of the continuous low bg. Customer declined tandem technical support¿s offer to review the pump data for a possible cause of the low bg. Customer subsequently reverted to using manual injections for insulin therapy.